Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Per the instruction for use (IFU), the risk was listed in the IFU through many warning and caution sections regarding the use and inspection of the device chapter 3 "preparation and inspection" and chapter 10 "troubleshooting. Based on the investigation, the most probable cause of the reported issue could be traced to component failure, with expected or random component failure without any design or manufacturing issue due to degradation problem identified. The problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope had lines in the image. There were no reports of patient harm.